Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine a root cause of the failure. The condition of the returned device does not match the complaint. This appears to be a calibration failure. The device came back with the white plunger clip in place and there was no evidence of it being inside a patient. The capsule was still attached to the delivery system and the trocar needle was not advanced. No battery clip or soaker bulb was returned. The analyst removed the plunger clip, depressed the plunger, advanced the trocar needle, rotated the plunger and the plunger popped back and released the capsule. The capsule battery is dead and the reference sensor is dried out and crystallized.

Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the patient was reported.